Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was "high" which was addressed with a supply change and a manual injections. Customer had medium ketones. Customer also reported bg in the 400's (mg/dl). Customer had lantus available as alternate insulin therapy.